Manufacturer narrative:
Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device with lot # 30284130m, and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a male patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and developed cardiac tamponade requiring anticoagulation reversal (protamine). It was reported that during mapping phase, before any ablation was performed and during use of biosense webster product the patient¿s blood pressure dropped. The pericardial effusion was confirmed by ultrasound. Protamine was given and the patient was observed. No other intervention was provided and no additional hospitalization was required. The patient had fully recovered. In the opinion of the physician the event was procedure related. Transseptal was not performed. There was no evidence of a steam pop. The irrigation setting was 2ml/min (standard for smart touch® sf catheters; pre-ablation low flow). There were no error messages presented by the system. Graph, dashboard and vector features were used for force visualization. Since there blood pressure drop occurred this event will be considered to be a cardiac tamponade.